Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of being hospitalized for high blood glucose of an unknown level. Customer indicated that they did not want to speak with anyone and wanted to document the incident only. No further details provided.